Event description:
The electro-myograms and diagnostics show that the pt rec'd a defibrillation shock on 5/7/98 which has a high voltage lead impedance of less than 10 ohms. He then rec'd a series of atp for a few minutes, until he again received another defibrillation shock. At this time, the defibrillation shock's charge time was prolonged. This episode lasted approx 14 minutes and exhausted all therapies. Episodes like this continued for several more minutes.